Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor current error. Blood glucose level at the time of the incident was 321 mg/dl. The customer was not able to complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.